Event description:
One pt sample with discrepant free t4 results. Initial result gave 31.8 pmol/l; repeat by another methodology gave 15.8 pmol/l. No adverse events reported in association with the incorrect result. If additional info is received, appropriate notification will be provided.